Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The qc was out of range and went back in range prior to the event. The alarm trace showed multiple abnormal aspiration (sample probe) alarms. These are indicators of possible poor sample quality. The field service engineer found that the cause was due to a defective sipper nozzle (component failure) and a dirty environment. He cleaned the vessel and replaced the sipper nozzle. He then performed ise checks, calibration, qc, and patient samples, and they were all within expectations. The service actions performed by the engineer resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 1 patient sample tested on a cobas 8000 cobas ise module. Results for the sodium (na) test were affected. Initial result: 142 mmol/l (accompanied by a data flag). 1st repeat result: 133 mmol/l. The customer performed qc and received out-of-range results, which prompted the repeat of the sample on a different module. 2nd repeat result: 140 mmol/l. The 2nd repeat result was deemed to be correct. Reportedly, an amended report with the correct result was issued.